Event description:
Eighteen months after the index procedure, a coronary angiogram revealed thrombus in the cypher. The physician suspects that a stent fracture may have been a factor in the event. The pt is a male. The target lesion was the mid and distal left anterior descending artery (lad), to the first diagonal. The lesion was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type c. The vessel length was 45.0 mm and the diameter was 2.5x3.0mm. It was an elective case. Pre-dilation was conducted with a balloon (2.5/10mm). First, a competitive bare-metal stent (bms) (2.25/13mm) was implanted at the first diagonal branch. Secondly, a cypher (2.5/23mm) was implanted at 16 atmospheres (atms), proximal to the bms, overlapping it. Finally, a second cypher (3.0/18mm) was implanted at 14 atm at the mid lad, overlapping the first cypher. Post-dilation was not conducted. Ivus was conducted and it was confirmed that there was an untreated lesion remaining proximal to the second cypher. Treatment for the untreated lesion was not conducted since sufficient flow was observed. The residual % of stenosis was 50%. Timi flow before the procedure was 1, after the procedure was 3. A CT was not measured. Eighteen months later, the pt complained of chest pain and was brought to the hospital as an emergency case. Coronary angiography (cag) was conducted and thrombus was observed from the left main to inside the second cypher at the mid lad. To treat the thrombus, aspiration and poba were conducted. Then two driver (3.5/24mm, 3.5/9mm) stents were implanted at the left main to the mid lad, overlapping the second cypher. Ivus was conducted and it was suspected that the struts of second cypher were fractured. This was not specifically confirmed. The physician commented that the cause of the thrombotic event were that effect of the pt's failure to avoid risk factors (diabetes and obesity), the untreated lesion proximal to the implanted cypher which remained, and the suspected stent fracture of the 2nd cypher, which was never confirmed. Please note that there are no films available for review.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.